Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in the hospital with heart problems and was hospitalized. During a diagnostic procedure on (B)(6) 2017, the right ventricular lead was discovered to be dislodged. Upon device interrogation, the lead exhibited loss of capture. The patient would be continued to be monitored. The patient presented on (B)(6) 2017 for lead revision. The lead was explanted and replaced. The patient was discharged on (B)(6) 2017 in stable condition.